Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. Additional information received on 02/15/2023: "catheter curing technique is a disinfection procedure is performed with sterile technique. There was no fastener available due to shortages by the supplier, at the moment of permeabilization of paths the rupture is generated. PICC line was removed, no new catheter placed. There was no patient harm or negative impact."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr d/l powerpicc sv catheter. The depicted device was in place in a patient. The suture wings were placed in a statlock catheter stabilization device. The device was being flushed through the red-luered lumen and leak was observed just distal of the molded joint. Leakage was observed in the provided video; however, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact.

Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. Additional information received 02/15/2023: "catheter curing technique is a disinfection procedure is performed with sterile technique. There was no fastener available due to shortages by the supplier, at the moment of permeabilization of paths the rupture is generated. PICC line was removed, no new catheter placed. There was no patient harm or negative impact."

Manufacturer narrative:
To provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of reew1847 showed two other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. No other information was provided.